Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining a blood sample typed as o negative on the pk7200 automated microplate system. Test results were reported by (B)(6) to the blood center for which the testing was performed and identified by that client as discrepant with the donor history prior to distribution of the blood components. Manuel tube testing by ibc and bci gave positive antihuman globulin (ahg) (weak-d test) result. Manual testing by bci and the reagent manufacturer suggests that the rh d antigen on the sample red blood cells is a category vi variant. The original sample was tested at bci as rh positive on the pk7200 using the same lots of reagents as used by ibc. No patients were harmed or involve with this incident.

Manufacturer narrative:
No sample-related issues were identified. Volume verification records and review of data logs do not suggest any evidence of analyzer malfunction. Based on the reagent manufacturer investigation records: testing, data & batch record review the reagents were manufactured appropriately and are performing as expected. Root cause is undetermined for this event.